Event description:
(B)(4).

Manufacturer narrative:
Additional manufacturer narrative: device was returned and evaluated. Customer complaint was confirmed. Both hard drives were defective and needed to be changed to fix this issue. This unit was burned in and tested for several days prior to shipping. The repaired unit was shipped back to the customer.

Manufacturer narrative:
Error messages indicative of a hard drive (hdd) failure. Hdd to be replaced in unit.